Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device was in good condition with no appearance with any physical damaged. The pump event history showed an invalid syringe size error in history. The evaluation found invalid syringe size on all different sizes of syringe and the size position reading does not move when barrel clamp head was moving up and down. The evaluation did replicate the reported issue. The cause of the reported issue was found that the size pot connector was not plugged all the way into main board (not latched). The root cause of the reported issue was due a third-party vendor repair of the device. The technician reassembled barrel clamp assembly. Performed syringe test and all functional testing which passed.

Event description:
It was reported that a invalid syringe size error message was observed. No patient injury was reported.